Event description:
It was reported that this lead was explanted due to it dislodged one day after the implant. A new lead was successfully implanted in the left bundle branch (lbb). The device is not expected to return for analysis. No additional adverse patient effects were reported.